Manufacturer narrative:
The customer's reported complaint of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed through archive review and functional testing. Ua45 error can be clear by the user. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform is powered on. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The ua45 fault was found to be due to user error. The lifeband was pulled up until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart to remedy the ua45 fault. No part was replaced to remedy the customer reported ua45 error. Upon homing of the device, the platform was re-evaluated through functional testing and the platform passed all testing criteria. Visual inspection was performed and no damaged was noted upon receipt. A review of the platform archive was performed and log showed ua45 (not at "home" position after power-on/restart) error message occured on the date of the event ((B)(6) 2017). Archive report showed that the encoder shaft position was out of position when the autopulse was powered on. Functional testing was not performed due to ua 45 error message displayed upon powered on the device and this confirmed the reported issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported during patient use that the autopulse displayed ua45 (not at "home" position after power-on/restart) error message upon power up. The use of platform was discontinued and manual CPR was performed for an unknown length of time as the customer was not able to clear the error message. Follow up attempts were made to get additional information but with no success. There was no patient harm or consequences reported. No additional information was provided.